Event description:
It was reported that liquid/silicone came out of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle when moving the plunger. The following information was provided by the initial reporter: "reported - patient finding liquid/silicone coming out of needle when moving plunger before use. The concern is the patient takes 1/2 unit to 1 unit of insulin. Silicone is good amount."

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2227420. All inspections and challenges were performed per the applicable operations qc specification.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid/silicone came out of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle when moving the plunger. The following information was provided by the initial reporter: "reported - patient finding liquid/silicone coming out of needle when moving plunger before use. The concern is the patient takes 1/2 unit to 1 unit of insulin. Silicone is good amount."